Event description:
It was reported that a high drain error 108 (night drain #8) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 07:00:30. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). (Same device, patient (B)(4) are ancillary - iipv adult complaints), the reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If additional relevant information is received a follow-up will be sent.